Event description:
It was reported that a (B)(6) year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis, surgical intervention and the patient expired. During an afib ablation the patient suffered a cardiac perforation, pericardial effusion, and subsequently died. A single transseptal access was obtained, and after fast anatomical mapping (fam) mapping with the pentaray catheter in the left atrium (la), the pentaray was removed and the stsf catheter was placed for ablation. The ep fellow was holding the stsf catheter during mapping and ablation, standing next to the physician. They began ablating at 35 watts on the posterior la wall then moved anteriorly toward the ridge (between the appendage and left superior pulmonary vein) and ablated with 50 watts, with a flow rate of 15 ml/min. While ablating in this area the perforation occurred. The patient's blood pressure dropped, and the effusion was diagnosed with intracardiac echo at 10:45 am local time. The ablation procedure was aborted at this time. A pericardiocentesis was performed removing 1200 cc of fluid. The patient's blood pressure did rise to around 200 systolic at some point in the interventional process. Then the cardiovascular surgical team was brought in to crack the patient's chest in the lab. A couple hours later it was reported that the patient became stable enough to place an impella but placement was unsuccessful. Despite the interventional measures taken the patient expired at 12:19pm local time. The procedure started at 9:00am local time. The physician did not indicate that bwi products contributed to the complications leading to the patient's death. In the physician¿s opinion the cause of death was the procedure. The patient outcome of the adverse event was death. The patient had a history of persistent atrial fibrillation. The generator used in the case was a smartablate. A single transseptal puncture was performed with a baylis medical nrg transeptal needle standard curve c0 71 cm. Ablation was performed prior to the cardiac tamponade and there was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting was set to high flow setting was 8 & 15 ml the low flow setting was 4 ml. The correct catheter settings were selected on the generator. There was an error message on the biosense webster equipment during the procedure and it was 6401 ultrasound: magnetic distortion. Force visualization used were graph, dashboard, vector and visitag with the visitag module parameters for stability set to 2.5mm for 3 sec, fot 25% for 5 grams inputted but not applied with check marked box, tag size 3mm with no additional filter used with the visitag. The color options used prospectively were tag index. It was also reported that at the beginning of the case prior to mapping and ablating when attempting to obtain carto sound contours with the soundstar catheter, a magnetic distortion error 6401 (catheter not stable cannot assign contour appeared), with an erratic catheter icon on the carto 3 system. There was no spare soundstar catheter so it was not exchanged. The case proceeded without carto sound use. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).